Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump pcb board was damaged. This resulted in the pump persistently alarming no food and therefore, not functioning. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was not alarming no flow in or out. They did not specify if the pump was expected to alarm and failed to do so or if the pump was unable to alarm because of a separate malfunction. Mmdg followed up with the initial reporter, who stated that the complaint had occurred during testing, but that they had no further information. Complaint (B)(4).